Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a drawer 2.2 fails to register closed. The field service engineer reseated cable connection and replaced latch sensor. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia system had a drawer failure. The customer stated that the or7 station had a drawers keep failing, an error message states it requires technical support, rebooted several times but issue stayed back causing a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.